Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the clip was deployed in a pre-closed condition during use". No patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot # 73m2400232 for investigation. The serial number of the device is sn 00037091. The returned sample was visually examined without magnification. Visual examination of the returned sample's jaws revealed one of the load guide tabs at the end of the channel was bent inwards. The trigger was returned not engaged. No biological material was observed on the device. The trigger was engaged in an attempt to load the remaining clips. The first clip's legs failed to align into the jaws due to the bent channel tab. The clip failed to open; however, the clip was able to fully latch. The remaining clips failed to fully open in jaws. All the clips were able to latch upon full engagement of the trigger. The sample was returned with 3 clips remaining in the channel, indicating the customer fired 12 clips. The reported complaint of "clip(s) not opening" was confirmed based upon the sample received. The device was returned with a bent load guide tab at the end of the channel. Upon functional testing, three clips were attempted to be fired. The clips failed to fully feed into the jaws and failed to open in the jaws due to a bent tab at the end of the channel. Each clip was able to correctly latch. It was concluded that the complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing, indicating the damage to the tab occurred post-production during use. The damage to the tab is consistent with user error or mishandling of the device. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip was deployed in a pre-closed condition during use". No patient harm or injury.